Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon device interrogation, multiple episodes of noise were observed on the atrial lead. During lead revision, an insulation anomaly was noted on the proximal end of the lead. The lead was explanted and replaced. The patient was in good state of health post procedure.